Manufacturer narrative:
It was reported that the retaining clip for the flat panel spring arm in or b fell out and the monitor was hanging by the cables. A stryker field service technician (sfst) was dispatched for investigation. It was determined that the root cause of the falling monitor was due to a missing m3 screw. The flat panel spring arm was installed in september, 2007. A service history review was conducted, and it was found there was only one case in which a stryker field service tech was dispatched to examined the flat panel spring arm for preventative maintenance or repair. Although exact root cause for the failure of the m3 screw cannot be determined, the lack of maintenance on the flat panel spring arm likely lead to the failure of the m3 screw. The sfst installed a new flat panel spring arm for the account. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported the retaining clip for the flat panel in or b fell out and the monitor is now hanging by the cables. There was no patient involvement or adverse consequences reported.